Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. See regulatory report # 3004209178-2018-04059 for other implantable neurostimulator (serial# (B)(4)) involved in this event. Event date information unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported that on (B)(6) 2018 the patient was seen by the neurologist and found that they could not communicate with the ins. The caller stated they were "not picking up a thing" with the inss. The patient was seen by the healthcare professional due to return of tremors. It was reported the inss were not functioning on the day of the call. No known activities prompted the issue. The caller was trying to schedule time on 2018-02-28 for surgery to replace the bilateral inss. No further complications were reported or anticipated.